Event description:
Registered nurse reports a separation of the body of the transfer set during use. This separation was noted while the pt was being treated as an inpatient for peritonitis. Registered nurse does not feel that the peritonitis is related to the transfer set problem, but rather due to poor pt technique. Pt is responding to treatment.